Event description:
It was reported that when the patient had her replacement system, they had problems placing the lead and had to place in initial location which is what they didn't want. The patient didn't remember what all the problems were that they had. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3031a, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# v926163, implanted: (B)(6) 2012, product type lead; product ID 3031a, serial# (B)(4), product type programmer, patient. (B)(4).